Manufacturer narrative:
(B)(4). The homechoice cassette was returned and analyzed. Visual inspection confirmed the reported particulate matter. The particle was identified on the cassette sheeting and measured 1.0mm on the tappi chart. The cause of the particulate matter was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device underwent a second evaluation. Visual inspection found embedded particulate matter in the sheeting and confirmed the reported problem. A CAPA has been opened to address this issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): actual occurrence date and the therapy date is unknown.a review of all batch record documents was conducted for lot number s13j09022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was dust and foreign matter inside the over pouch of the cassette packing. The caller stated the matter was inside of the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.